Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection observed a small gap at the welding area between the device flange and device shaft. The flange is believed to have been only partially welded to the tracheostomy tube shaft during manufacturing. Manufacturing personal were notified of this issue and components such as mandrels/rings/clips have been added to the machinery or required to be changed more frequently on the machinery to prevent recurrence of this issue.

Event description:
A report was rec'd stating that one of the tracheostomy tube was about to detach from the tub after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.